Manufacturer narrative:
B3: date of event- estimated as (B)(6) 2023 as it was estimated in the comment that the procedure occurred approximately 5 weeks prior to the comment made on (B)(6) 2023.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that the device would not work properly. A left atrial appendage (laa) closure procedure was attempted, and two watchman flx laa closure devices were attempted to be implanted. The devices would not work properly; thus, the procedure was aborted. No patient complications were reported.

Manufacturer narrative:
B3: date of event- estimated as (B)(6) 2023 as it was estimated in the comment that the procedure occurred approximately 5 weeks prior to the comment made on (B)(6) 2023. H6: device codes- updated to "material integrity problem" to more specifically account for a watchman flx delivery system damage code as opposed to generic coding.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that the device would not work properly. A left atrial appendage (laa) closure procedure was attempted, and two watchman flx laa closure devices were attempted to be implanted. The devices would not work properly; thus, the procedure was aborted. No patient complications were reported.